Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode and that the battery was depleted. The battery was at end-of-life (eol). After replacing the battery, normal function ensued.

Event description:
It was reported that the pulse generator could not be inter-rogated and was at elective replacement indicator (eri). The device was replaced.